Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had moisture damaged on motor assembly. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump has a blank display. The patient's blood glucose at the time of incident was 5.6 mmol/l. The customer stated that they went swimming while wearing the pump. Troubleshooting was initiated for pump exposure to fluid and the blank display, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.